Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No insulin smell in the reservoir compartment or on the insulin pump noted. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. Customer felt symptoms of vomiting, nausea, unstable on her feet and difficulty concentrating. The customer treated their blood glucose with manual injections. The customer declined troubleshooting the issue.